Event description:
It was reported that the chair arrived with a damaged wheel. She states the customer called her and states the part that the wheel attaches to that is welded was broken. She states there was no damage to the shipping container.